Event description:
A notification was received from a patient who e-mailed the support line. He reported that he had been using the recalled lots of product and was experiencing the symptoms described in the recall letter. Follow up was conducted with the patient's associated hemodialysis clinic. According to his primary registered nurse, the patient had been experiencing low grade fevers for a few weeks. Blood cultures were drawn which were negative. No medical intervention was required and the symptoms resolved. The patient is currently doing well and continuing on hemodialysis. No sample was available.

Manufacturer narrative:
There has not been a lot number reported and therefore we are unable to conclusively determine if the product was part of a recall. Although, a lot number was not provided, the patient indicated usage of a recalled lot. A plant investigation is in process and a supplemental medwatch will be submitted upon it's completion. A supplemental medwatch will be submitted upon the completion of the investigation.

Manufacturer narrative:
The patient had reported experiencing low grade fevers; however, blood culture results were negative. The actual device involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event. The investigation revealed that lot 14nmlb006 and lot 14smlb002 were recalled on may 15, 2015. A definitive conclusion regarding the involvement of the product in this event could not be reached without a physical examination of the complaint sample. A CAPA has been initiated to address the issue.